Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 - 348 mg/dl; cause was unknown. Reportedly the customer changed supplies and bolused via the pump then went to the emergency room where they were subsequently hospitalized in the intensive care unit. The customer had large ketones, not identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, on (B)(6) 2024 with the issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.